Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a complete shaft fracture occurred. As the taxus express2 2.75 x 12 mm drug eluting stent was being unpacked a c0mplete shaft fracture was noticed. Consequently, the stent never touched the patient. No patient injury or complication was reported.